Event description:
It was reported that the device became stuck on the wire. A 7mm x 120mm x 130cm eluvia drug-eluting vascular stent system was selected for a procedure in the superficial femoral artery (sfa). A contralateral approach was used to access the lesion. The lesion had moderate calcification and 90% stenosis. The lesion was pre-dilated with a 6mm x 100mm balloon. The eluvia device was inserted and advanced to the target location without difficulty. While attempting to deploy the stent, the thumb wheel was more resistant than usual. The stent deployed until approximately 3cm of the stent remained. The pull grip was pulled, and the stent fully deployed. While attempting to remove the delivery system, the delivery system became completely stuck on the non-boston scientific 0.014" guidewire. Therefore, the devices were removed together. The procedure was completed. No patient complications were reported.

Manufacturer narrative:
E1 initial reporter state: (B)(6). Device eval by manufacturer: returned product consisted of an eluvia self-expanding stent system with a 0.014in guidewire stuck in the device. The outer sheath, tip, inner sheath and the remainder of the device were checked for damage. Visual examination revealed a kink to the outer sheath at the nosecone. The inner liner is kinked 13.5cm and 13.8cm from the tip. Microscopic examination revealed no additional damages. X-ray of the handle showed that the proximal inner is prolapsed. The stent was deployed and did not return for analysis. Inspection of the remainder of the device revealed no other damage or irregularities.

Manufacturer narrative:
Initial reporter state: (B)(6).

Event description:
It was reported that the device became stuck on the wire. A 7mm x 120mm x 130cm eluvia drug-eluting vascular stent system was selected for a procedure in the superficial femoral artery (sfa). A contralateral approach was used to access the lesion. The lesion had moderate calcification and 90% stenosis. The lesion was pre-dilated with a 6mm x 100mm balloon. The eluvia device was inserted and advanced to the target location without difficulty. While attempting to deploy the stent, the thumb wheel was more resistant than usual. The stent deployed until approximately 3cm of the stent remained. The pull grip was pulled, and the stent fully deployed. While attempting to remove the delivery system, the delivery system became completely stuck on the non-boston scientific 0.014" guidewire. Therefore, the devices were removed together. The procedure was completed. No patient complications were reported.